Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,d9,e3,g3,g6,h2,h3,h6,h11. The device was not returned to maquet cardiac surgery lab for evaluation, however, the reported device was returned to our supplier engineering department for evaluation on 12/09/2025. An investigation was conducted on reported device by supplier engineering. Upon receipt, the unit was tested using our standard equipment, and the power supply met all specifications. A second test was performed using the bio med department¿s test fixture. (Note: getinge does not supply or validate this test equipment.) Investigation of their test fixture identified the root cause. Their 30 watt load resistor failed under load, resulting in inaccurate current readings. The faulty resistor in their test fixture was replaced , after which the microline power supply passed all required test parameters. The fully verified unit was shipped back on 12/15/25. Based on the supplier engineering evaluation, the reported failure "electrical /electronic property problem" was not confirmed. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6) . The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Event description:
N/a.

Manufacturer narrative:
Tw (B)(4). Event site name exceeded character limitations: (B)(6) medical center. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that the surgeon followed the manual and is unsure how to properly test t.w. Power supply to put it into operation. The tests were performed based on the manual provided but do not show that it passed. The surgeon needs assistant from someone from our company to explain how to perform the test correctly.